Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. Following the procedure, while attempting to interrogate the ventricular leadless pacemaker (lp) and the atrial lp, it was noted that the lps exhibited loss of conductive telemetry and were found to be in back up mode in labelled MRI environment. The lps were successfully restored. The patient was in stable condition.